Event description:
It was reported that the implantable cardiac monitor exhibited an asystole episode, the patient was asymptomatic. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.